Manufacturer narrative:
(B)(4). Results: other (based on the info provided, no root cause can be determined), (mi). Conclusion: (based on the info provided, no root cause can be determined).

Event description:
It was reported that approximately 9 months post index procedure patient underwent revascularization of proximal lad. Investigator indicated that event was related to the product.

Event description:
Pt had one endeavor rapid exchange drug-eluting stent diameter 3mm length 18mm deployed to the proximal left anterior descending artery during index procedure. (Ref MFR # 2953200-2011-00495) approx 5 months post index procedure, another endeavor rapid exchange drug-eluting stent diameter 3mm length 24mm was deployed to the proximal right coronary artery. Intravascular ultrasounds confirmed complete apposition of both stents to the vessel walls. Approx 8 months post index procedure, it is reported that the pt suffered a myocardial infarction. Effort angina pectoris was confirmed from the account. Three weeks later, the pt underwent a revascularization of the proximal right coronary artery due to in-stent restenosis with implantation a non-medtronic stent. At pt's 12-month f/u, no adverse events were reported.